Event description:
It was reported the 512s was used during an unk procedure. It was reported by the affiliate the red button is not correct. It is not possible to activate the shield. There was no consequence to the pt.